Manufacturer narrative:
This report is submitted on 20 november 2020.

Event description:
Per the clinic, the patient experienced poor sound quality with device use resulting in explant of the device on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.